Event description:
It was reported that the ilet user experienced recurrent morning and work-time hypoglycemia and self-treated lows with soda, glucose gel, and glucose tablets that were followed by hyperglycemia. The event was associated with user algorithms and treatment steps and did not implicate any specific device component. Symptoms included hypoglycemia and hyperglycemia ranging from 58 mg/dl to 185 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error caused or contributed to the event.